Event description:
Stockert 3t heater-cooler water culture tested positive for mycobacterium chimaera and purpureocillium lilacinum. Water was cultured due to cdc advisory of potential contamination of these devices with mycobacterium chimaera during manufacturing.